Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported "the appearance of lymph nodes and after several extensive examinations in 2018 discovered that prostheses were ruptured". This record relates to left side. Device status unknown.